Event description:
Allegedly, during a laparoscopic adrenalectomy procedure, one of the jaws of the organ retractor working insert broke off inside the pt. An x-ray was performed to locate the missing jaw and the missing jaw was removed. The procedure was prolonged approx 1 hour and 15 minutes to locate and remove the missing piece. Procedure was completed and pt's condition post-op was fine.

Manufacturer narrative:
Eval showed that both jaws were broken off; confirmed with hospital that one jaw broke during procedure and one post-procedure. Condition of instrument is consistent with damage caused by mechanical/stress overload.